Event description:
Articulating surface of pca total knee replaced and patella component removed. Patient had original total knee performed on 10/16/89. In spring of 1993, patient was changing a heavy tractor tire and strained his right knee. Patient has experienced pain and swelling since that tine.revision was done of tibial articulating surgace and atella component only on 12/27/93. The articulating surface was worn and the patella component was loose with three posterior prongs broken off. The patella was not replaced -- only removed.